Event description:
The customer reported the unicel dxc 800 pro synchron system generated erroneous patient results on bunm. Customer reported 5 erroneous patient results generated. No erroneous results had been reported out of the lab. Customer reported the issue occurred after the customer performed maintenance, cleaned and polished the electrode. Patient treatment was not affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse confirmed the issue and reported the cause was the malfunctioned bunm module assembly. Fse replaced the bunm module assembly and issue was resolved.